Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module. The customer stated that the sample had a delta check flag value of 6 or 7 mmol/l. The customer stated that the patient sample is run in duplicate if the patient has a history of delta check flags. There was a difference of 6 mmol/l between initial and repeat values on the same sample. The customer was asked, but could not provide specific data for the patient sample. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The customer started troubleshooting the issue and found that calibrations were erratic. Controls were ok at 9 a.m. On (B)(6) 2017. At 8 p.m., the controls dropped, but were still within range. The delta check failure with the sample occurred after 8 p.m.. Calibration and controls performed at 2 a.m. On 02/10/2017 were out of range. The module was then masked for use at that time. The patient was not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer observed that during an ise diagnostic check of the analyzer, a difference in replicate voltage values was seen. He also noted that upon calibration, there were errors for all three ise electrodes. During a visual inspection of the analyzer, he discovered that the dilution vessel had a chip in the vessel bottom glass. He replaced the dilution vessel and verified operation of the analyzer. He performed mechanism ise diagnostic checks and these were within specifications. He ran a calibration and it had no errors. The customer also ran calibration and controls; these were within the customer's specifications. The customer performed correlation studies between all 4 ise modules at the site and value differences were less than 2 mmol/l for any sample. A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. Since provided calibrations showed several flags, this indicates that a calibration related issue could be a possible root cause.